Event description:
A customer reported that during a procedure, the straight endoilluminator probe fell apart at the probe end while the surgeon was operating and the probe was within the patient's eye. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has not been received for evaluation. One component lot number, manufactured in april 2013, was identified with this complaint. One lot reviewed had two abnormalities that were not related to the customer complaint issue problem. The product was released according to the manufacturer's acceptance criteria. A complaint history review was performed which indicated one additional complaint was associated with the lot. The root cause could not be identified. (B)(4).